Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the reelx was loaded with four #2 suture ends and inserted directly into the soft bone and fixed with at least one turn. The operation was completed. The subsequent x-ray examination showed that the anchor had become detached from the bone. A revision surgery was performed. The anchor was removed from the joint using grasping forceps; one half of the anchor had flaked off. The refixation was renewed with a different anchor system.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor pullout. Probable root cause: design: - anchor geometry insufficient to maintain fixation during healing - insufficient material strength. Application: - poor patient compliance during healing - too much tension applied to anchor - poor bone quality - pilot hole preparation with incorrect instrumentation - use of less than 2 suture tails or more than 4 suture tails - use of suture not indicated for reelx the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the reelx was loaded with four #2 suture ends and inserted directly into the soft bone and fixed with at least one turn. The operation was completed. The subsequent x-ray examination showed that the anchor had become detached from the bone. A revision surgery was performed. The anchor was removed from the joint using grasping forceps; one half of the anchor had flaked off. The refixation was renewed with a different anchor system.